Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer report #3005099803-2012-00720 pertains to the second device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2010, to treat her pelvic organ prolapse. Reportedly, this procedure was completed with no complications. According to the complainant, the patient suffered injuries post-implantation. Reportedly, post-procedure the patient experienced pain in her lower pain and pelvic area that radiated down her leg, vaginal bleeding, and dyspareunia (date/s of onset unknown). According to the physician, the patient presented with unspecified pain on (B)(6), 2011 and returned to the physician on this date. The physician did not find any issues with the pinnacle device, and the patient did not present with any bleeding or dyspareunia, so the physician decided that no medical intervention or treatment was warranted for the patient. Reportedly, the patient has not returned to the physician since this appointment. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.